Event description:
Customer reported weak reactivity with panocell 10, ficin treated, lot #14115. The customer also tested with lot #16142, exp. 6/16/06 and reported weak reactivity. Weak reactivity was observed, when testing 2 patient samples with history of anti d. Not all d positive cells reacted; some d cells reacted weaker than the regular panel. Samples were tested on 5/24/06 and 5/25/06. They performed antibody identification testing using gel methodology and got positive results (1+). Repeat antibody ID testing was performed using tube testing with peg potentiator using untreated panocell 10 from the same lots; weak reactions with some of the d positive cells were observed.

Manufacturer narrative:
The customer sample was not submitted. Without a customer sample, it is not possible to rule out the event was due to a low concentration of antibody in the sample. The package insert for panocell-10 states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the method employed". It is also not possible to rule out sample contamination. The package insert states "the reactivity of reagent red cells may diminish over the dating period. The rate at which antigen reactivity (i.e. Agglutinability) is lost; is partially dependent on individual donor characteristics that are neither controlled nor predicted by the manufacturer." There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.